Event description:
It was reported that the log files were submitted for review. The log file captured that the pump was off due to no external power on (B)(6) 2026 at 10:41:55. The system controller clock was reset to default time due to power loss, and it could not be determined how long the pump was off for. The clock was reset on (B)(6) 2026 at 14:49:01. The patient had fallen asleep on battery power and woke up to the pump turned off and reconnected to power after waking up.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the patients batteries fully depleting and the pump stopping was confirmed via the submitted log files. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. On 17jan2026 a low voltage advisory alarm activated due to battery depleting after extended use. The batteries were in use for approximately 16 hours prior to the alarm activating. This alarm progressed to a low voltage hazard alarm approximately 2 hours later and ultimately progressed to a no external power alarm approximately 15 minutes later. Following this, the backup battery supported the system an additional 1 hour and 49 minutes until it ultimately depleted, causing a pump stop. The controller was later connected to external power and the pump ramped up to the set speed as intended. The events following the pump stop had corrupted timestamps and caused controller clock corrupt alarms to be active. These alarms were caused by a loss of power to the system controller. The system controller appeared to support the system as intended while connected to external power. It was reported that the patient was sleeping on battery power for a long time and his batteries ran out. Per provided information, the root cause of the reported event was determined to be due to user error in fully depleting the 14v batteries and backup battery. The relevant sections of the device history records for (B)(6) (were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (rev. D) and patient handbook (rev. A) can be found on the electronic IFU page of the abbott website. Heartmate 3 instructions for use (IFU) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage, no external power, and controller clock corrupt alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU section 3 entitled ¿powering the system¿, and heartmate 3 patient handbook section 3 entitled ¿powering the system¿ instructs the patient on how to properly switch between power sources to prevent loss of power. This section advises the user to not sleep on 14v li-ion batteries. Heartmate 3 IFU section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.